Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. The failure happened when the device was not used on a patient. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the printed circuit board (pcb) transducer. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).